Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube exhibited closure separation where the stopper remained in the tube after the shield assembly was removed. The stopper appeared to have a molding defect. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation which confirmed the issue as it showed evidence that the stopper stayed inside the tube. Additionally, a total of 29 retained samples were functionally tested and were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube exhibited closure separation where the stopper remained in the tube after the shield assembly was removed. The stopper appeared to have a molding defect. There was no health impact or consequences reported.